Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, one side bail cover and one side bail were missing, one side bail cover was broken, the battery contacts were compressed, the battery drawer was contaminated, and the serial number label was torn.

Event description:
It was reported that the back case of the epg (external pulse generator) was damaged. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.